Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 110 units of insulin. There was no impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support showed that the insulin gauge was decreasing as intended. Multiple attempts were made by tandem¿s technical support to follow up with the customer; however, no additional information regarding this event was provided.